Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was reviewed and confirmed the device is broken. Root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Attune impactor has split in two. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment.